Manufacturer narrative:
One scd express was returned for investigation for the reported condition of; error code ec275. Error code 275 is not an scd express error code and can not be duplicated. Initial inspection of the unit found the power cord had been damaged which caused the copper wiring to be exposed, confirming a defect other than the reported condition. There was no signs of arcing to the exposed copper wiring indicating the unit was not connected to live circuit. However, the exposed wires produce a high risk of electrical shock to the clinical staff and patient. The root cause of the damaged power cord can be attributed to rough handling. The power cord was replaced to correct the problem. The unit was then tested in triage where it failed to power on under ac power, identifying another defect with the unit. An internal inspection found the u1 transformer on the power supply rider board was burnt. There was no evidence of burn marks on the outside of the unit indicating that the protective system functioned properly by containing the condition inside the unit. Therefore, there was no risk of a hazardous condition to either the patient or the clinical staff. Troubleshooting isolated the root cause of the burnt u1 transformer failure to contamination by an external substance. The failure can be attributed to fluid invasion caused by excessive cleaning solution seeping into the unit through the vent, which caused components to fail on the power supply. The scd express cabinet can be cleaned with a soft cloth dampened with water. If necessary, a mild disinfectant and/or detergent can be used; excess fluid should be avoided. The controller should be wiped with a clean, dry cloth afterward and allowed to completely dry before being powered on. Do no immerse in any liquid. The scd express compression system cannot be effectively sterilized by liquid immersion, autoclaving, or eto sterilization, as irreparable damage to the system can occur. The power supply assembly was replaced to correct the problem. The unit was then fully tested and found to function normally and within specifications. The unit was refurbished and will be returned to the customer. The scd express, was manufactured in 2008. The device history record was reviewed and all parameters and acceptance criteria were within specified limits when released. This info will be utilized for trending purposes to determine the need for corrective action.

Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a scd pump. The customer states there is an error code ec275. The unit was returned to a covidien service center on (B)(6) 2013. Upon triage, service tech found exposed inner copper exposed on power cord. The 24v power supply was burnt. There are no external signs of smoke or burn damage.